Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported intermittently that a minimum fill notification occurred after the user filled the cartridge with 200-260 units of insulin during the load sequence. Customer¿s blood glucose level was 130 mg/dl. Reportedly, multiple cartridge changes were performed to address the issues; however, the issue persisted. The customer contacted the healthcare provider to obtain alternate insulin therapy.